Event description:
Related MFR report number: 2017865-2023-50882. It was reported that a patient had passed away due to unknown causes. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead show that the patient was in a ventricular tachycardia below the monitor zone and no therapy was delivered.